Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported four events where the IV sets came apart, some during administration. No patient harm was reported. This is the file for one event.

Event description:
The customer reported four events where the IV sets came apart, some during administration. No patient harm was reported. This is the file for one event.